Event description:
This is a spontaneous case report received from a medical doctor in united states on 20-may-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted bilaterally on (B)(6) 2016 with lot number d19657. After essure insertion, the patient was admitted to ICU (intensive care unit) for a pulmonary infarction. The patient has since been discharged. Follow up information received on 17-jun-2016 from physician and additional information received on 21-jun-2016 (product technical complaint): the patient had an uncomplicated essure on (B)(6) 2016. The operative time was 5 minutes with no fluid deficit. The patient had recovered from general anesthesia. In the pacu (post-operative care unit) she was hypoxic; she had lasix for suspected pulmonary edema on cxr. The patient did not improve her respiratory status. She then required bipap (understood as bi-level positive pressure airway) and eventually intubation. She was in ICU for 3 days. She also developed hypotension and demand myocardial ischemia with elevated troponins. She had a normal echo. The physician reported all events resolved over a few days in ICU. At the reporting time, she was feeling well and has no long term sequelae. The physician also reported the exact etiology of the event was unclear, but it did not seem to be related to essure. Quality-safety evaluation of product technical complaint (ptc) (B)(4). D19657 (production date 15-oct-2014, expiration date 28-oct-2017). (B)(4). In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no other ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was admitted in the intensive care unit (uci) due to a pulmonary infarction, suspected pulmonary edema and myocardial ischemia after essure (fallopian tube occlusion insert) insertion. These event are unlisted in the reference safety information for essure and are serious due to hospitalization. Pulmonary infarction is usually associated with pulmonary thromboembolism. Pulmonary embolism is generally a complication of venous thromboembolism, most commonly deep venous thrombosis. Its etiology may involve: hypercoagulable states, prolonged immobilization, surgery and trauma, pregnancy, oral contraceptives and estrogen replacement, malignancy, hereditary factors and acute medical illness. In this particular case, the occurrence of myocardial ischemia could be a consequence of pulmonary infarction. Considering event's pathophysiology and since essure insertion is usually an outpatient procedure of short duration and performed under local anesthesia or IV sedation, causality with the suspect insert is considered unlikely. With regards to the event suspected of pulmonary edema, since it could be a complication of general anesthesia which is part of essure insertion procedure, causality between this event with suspect insert cannot be totally excluded. Thus, this case was upgraded to incident due to the reported hospitalization. A review of similar cases for this batch resulted in no other ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. Further information is expected.

Manufacturer narrative:
Follow-up received on 26-sep-2016: the required follow-up attempts have been completed, with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who was admitted in the intensive care unit (uci) due to a pulmonary infarction, suspected pulmonary edema and myocardial ischemia after essure (fallopian tube occlusion insert) insertion. These event are unlisted in the reference safety information for essure and are serious due to hospitalization. Pulmonary infarction is usually associated with pulmonary thromboembolism. Pulmonary embolism is generally a complication of venous thromboembolism, most commonly deep venous thrombosis. Its etiology may involve: hypercoagulable states, prolonged immobilization, surgery and trauma, pregnancy, oral contraceptives and estrogen replacement, malignancy, hereditary factors and acute medical illness. In this particular case, the occurrence of myocardial ischemia could be a consequence of pulmonary infarction. Considering event's pathophysiology and since essure insertion is usually an outpatient procedure of short duration and performed under local anesthesia or IV sedation, causality with the suspect insert is considered unlikely. With regards to the event suspected of pulmonary edema, since it could be a complication of general anesthesia which is part of essure insertion procedure, causality between this event with suspect insert cannot be totally excluded. Thus, this case was upgraded to incident due to the reported hospitalization. A review of similar cases for this batch resulted in no other ae cases identified. No specific quality issue was defined, therefore no meddra llt can be provided. No further information could be obtained.